Manufacturer narrative:
(B)(4)

Event description:
When surgeon was doing inguinal hernia surgery, he inserted spacemaker inside the preperitonial space. He tried to inflate the balloon dissector but the balloon bursted. No patient injury. Additional information requested via email 1.were all pieces of the balloon recovered?

Event description:
Additional information provided by the account: all the pieces of the balloon were recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).